Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a completed radiofrequency (rf) ablation procedure, the groin access site was not closed properly and despite compression, the patient continued to bleed. Surgical intervention was required and the patient's hospitalization was extended. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.